Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and that the cannula was bent. Hyperglycemia treated by patient activating new pod and a manual injection of insulin (exact amount was not provided). The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The returned device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The device was found to have generated an alarm. The exact cause of the increase in pulse widths just prior to failure could not be conclusively determined.